Manufacturer narrative:
The field service representative found the cuvettes were overfilling. He replaced parts and performed tests. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample and questionable glucose hk gen.3 results and calcium results for 1 patient sample on a cobas c 503 analytical unit. Patient (B)(6): the initial calcium result was 3.06 mg/dl, and the repeated result was 9.77 mg/dl. The initial glucose result was 44 mg/dl, and the repeated result was 111 mg/dl. Patient (B)(6): the initial glucose result was 96 mg/dl, and the repeated result was 271 mg/dl. The samples were repeated because the results didn't match the patient's clinical history. The repeated results were obtained on another module and were believed to be correct.